Manufacturer narrative:
Additional information: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system continu-flo solution sets under infused. The event was further described as; when the nurses flush the primary line, ¿after the infusion is complete, when air reaches the IV (intravenous) pump, the y-site isn¿t close to the bottom of the pump¿. Subsequently, when the ¿blue slide clamp is placed 6-8 inches below the upper y-site, this causes residual chemotherapy/drug to be left in the primary line¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.